Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer states they did not received multiple power loss alarms when batteries were out of the insulin pump less than ten minutes. Customer stated that they had the insulin pump off when they were changing the sensor. The insulin pump will not be returned for analysis.